Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the missing material or device damage occurred outside of a surgical procedure and not while the instrument was in use within the patient. There were no reports of fragments falling from the device during its use in the patient, and no fragments were retained in the patient. As a result, no actions related to fragment retrieval were necessary, and the patient did not experience any post-surgical complications or require a return to the hospital due to retained foreign material. Overall, there was no adverse impact to the patient associated with this device issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found customer complaint confirmed: instrument could not be used or recognized. Failure analysis confirmed the reported issue was due to a broken curved blade. The blade tip had a piece approximately 0.456"" x 0.085"" missing, which was not returned. Adjacent components showed no signs of damage. Additional observation, instrument failed the energy recognition test, displaying tighten assembly on all three attempts despite proper tightening with a torque wrench. The probable root cause of the broken instrument blade detached fragment and functional test failed issue is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace was not recognized by system. The procedure was completed with no reported injury.